Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical product - unknown taperloc stem, unknown mallory-head cup, unknown femoral head. Hughes r.e., batra a., hallstrom b.r. (2017) "arthroplasty registries around the world: valuable sources of hip implant revision risk data.", current reviews musculoskeletal medicine (2017) 10:240¿252, https://www.ncbi.nlm.nih.gov/pmc/articles/pmc5435639/. The purpose of this paper is to briefly describe arthroplasty registry concepts, international registries around the world, us registries, and provide a parsimonious summary of total hip arthroplasty (tha) implant revision risk reports across registries. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Current information is insufficient to permit conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01061, 3002806535-2017-01062 and 3002806535-2017-01063.

Event description:
It has been reported in a journal article that 1,415 taperloc stem and mallory-head cup (uncemented implants) revisions from (B)(6) for the past 10 years. Attempts have been made to retrieve additional information on the reported events, however no information has been made available.